Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the participant went to the emergency room for increased spasticity and concern for baclofen withdrawal. Examination showed mild tachycardic. Oral baclofenwas given while running laboratory tests. Participant was later reassessed, and he reported modest improvement after the initial baclofen dose. X-ray showed a possible kink in the baclofen pump tubing. However, a CT abdomen showed no evidence of a catheter kink. Participant had increased tremors and itchiness. It was indicated that increased spasticity may be from recent underlying medical condition. On (B)(6) 2025, participant was discharged home in a stable condition. Participant may have system modification in future but spasticity has been resolved.